Event description:
Boston scientific crm received information that this advisory device was part of a legal action and this patient passed away eight years ago. Holter session data prior to implant revealed symptomatic bradycardia and 6-second pauses. A pacemaker was implanted and the discharge was normal. Eight days later, new holter session data revealed an apparent intermittent failure to sense properly, according to the physician. Also, pacing at high rates (145 ppm) during sleeping hours may represent underlying atrial fibrillation. Additionally, the inability to appropriately capture was present during some of these episodes. Four days later, the patient was found deceased and the cause of death was listed as cardiac arrhythmia and sick sinus syndrome, with other significant conditions listed as sleep apnea.

Manufacturer narrative:
Not returned. As of this report, the device remains buried with the patient. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary. On january 21, 2006, guidant (now boston scientific) issued a physician communication regarding gradual degradation that may occur in a hermetic sealing component, which may result in premature battery depletion, inappropriate accelerometer function, or a reset message, this may affect certain devices manufactured before december 6, 2000. This device was manufactured before december 6, 2000, and is included in this population. Boston scientific does not have sufficient information to determine that this device behaved in the manner described in the advisory.